Event description:
It was reported that when using the bd pyxis¿ es server, the orders with a frequency of once (one-time orders) were not dropping off from the patient profiles at the stations. Prior to the recent upgrade, these orders would drop off after approximately two hours if they were not removed. However, they remained on the profiles for several days. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not dropping off from the patient profile. A technical support specialist (tss) analyzed one-time orders remaining active after discharge, identified that end dates from the pharmacy information system-controlled order behavior, removed an interface rule causing extended stop times, updated test and production environments, restored interface connectivity, and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.